Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. The right ventricular (rv) lead displayed high thresholds, high impedance, over sensing and had a polarity switch. The rv lead was capped, partially explanted and replaced. No further patient complications have been reported as a result of this event.